Manufacturer narrative:
D4: the unique device identifier (UDI) is unknown because the part number and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
Patient ID: (B)(6). It was reported that during the procedure treating a target lesion in the left anterior descending artery, a perforation occurred after use of the 3.25 x 15 mm nc trek dilatation catheter. Advanced life support, insertion of a non-abbott heart pump, medication and prolonged hospitalization were required. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction, and the product was not returned. A review of the lot history record of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of perforation, hemorrhage, hypotension, vasoconstriction (spasms), ventricular fibrillation, obstruction/occlusion are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, hospitalization or prolonged hospitalization, unexpected medical intervention and medication required appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial MDR report, additional information was received. The patient underwent a coronary procedure, treating a target lesion in the left anterior descending (lad) artery. A 2.5 x 15 mm nc trek dilatation catheter and a 3.0 x 20 mm nc trek dilatation catheter were inflated to 18 atmospheres (atm); however, mild under expansion was noted. A 3.0 x 34 mm non-abbott stent was deployed, with noted significant recoil and under expansion. The stent was post dilated using a 3.25 x 15 nc trek dilatation catheter inflated to 18 atm distally and 30 atm proximally. The patient then developed severe hypotension and pulseless electrical activity (pea) cardiopulmonary arrest. Coronary angiography noted a large perforation of the proximal lad and occlusion in the mid lad. Advanced cardiovascular life support (acls) was performed. The mid lad was dilated using a 2.5 x 15 mm nc balloon, and the balloon was then repositioned across the perforation and inflated to 20 atm, while a covered stent was obtained. A 3.0 x 20 mm non-abbott covered stent was then deployed at the perforation. Repeat angiography noted complete coverage of the perforation, with no evidence of contrast extravasation. Severe diffuse narrowing of the mid and distal lad were observed, likely secondary to vasospasm. This was treated with inflation of a 2.5 x 20 mm trek dilatation catheter. The patient was intubated and acls continued. Defibrillation was performed, as the patient was in ventricular fibrillation. Cardiac tamponade was suspected; therefore, emergent pericardiocentesis was performed, with aspiration of 20 ml fluid. Echocardiography noted severe left ventricular systolic dysfunction and no evidence of significant pericardial effusion. A non-abbott heart pump was placed via a 14french sheath. Perfusing rhythm was observed, but the patient remained hypotensive despite levophed and epinephrine infusion. Coronary angiography was repeated, revealing mild under-expansion of the covered stent and severe ostial circumflex (cx) stenosis. The covered stent was post-dilated using a 3.25 x 15 mm nc balloon. Additional kissing balloon inflation was performed in the lad and cx bifurcation using a 3.0 x 15 mm trek and a 2.5 x 20 mm trek balloon. Excellent angiographic results were noted, with no significant residual stenosis. Lower extremity angiography was performed, revealing occlusion of the right external iliac artery, secondary to the 14french sheath used with the non-abbott heart pump. External femoral - femoral bypass was performed. The patient was transferred to the cardiac care unit in stable, but critical condition. The patient's hospital course was complicated by right hemothorax, suspected due to cardiopulmonary resuscitation rather than sequela of the lad perforation. A chest tube was inserted, with bloody drainage. The patient experienced persistent fever and antibiotics were administered. The heart pump was removed on (B)(6) 2023, with the patient successfully extubated on (B)(6) 2023. The patient was discharged to home with home health on (B)(6) 2023. No additional information was provided.